Event description:
A user facility reported to olympus that the, evis exera ii ultrasound gastrovideoscope bending manipulation and insertion tube was defective. The bending section has and unusual shape and has something stuck on the probe. Upon inspection and testing of the returned device, it was observed that the adhesive peeled off and the device was cracked due to handling issue. This report is being submitted for the adhesive peeled off due to handling issue found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for evaluation, the evaluation confirmed the reported event by the customer. The evaluation uncovered the distal end of the forceps cover glue to be peeling and the probe unit was dent and loose. Additionally, the bending section cover glue was chipped and the inlet connector side was loose and leaking. Furthermore, there was erratic meter reading, dent near the bending section and the scope connector was loose. The objective lens glue peeled, and the camera was leaking. The faulty parts were replaced. The device was inspected and passed olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. The instruction manual identifies the following verbiage, which may help detect the phenomenon: "chapter 3 preparation and inspection - 3.2 inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.